Event description:
The customer obtained a false positive accutni patient result within the risk stratification range of the assay. Repeat testing of the patient sample produced lower results within the normal reference range of the assay that were not questioned by the customer. Service was dispatched for this event and the on site fse verified hardware operation. A definitive root cause for this event has not been determined to date based on the available information. Three additional customer feedbacks were filed for each of the results described in this event. The additional results in the beckman coulter unique identifier (B)(4).